Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 5, 2022.